Manufacturer narrative:
This event is part of a retrospective review associated with a correction implemented in CAPA 32 and is being reported late. It was previously reported that the investigation conclusion remained undetermined pending post-repair verification. The replacement power filter component was received, and the pump was tested on (B)(6) 2025. The pump passed the ground resistance test at 0.038 ohm, which is within the acceptance criterion of < 0.1 ohm. A review of the device¿s serial number history identified one similar complaint. Reference to complaint: (B)(4).

Manufacturer narrative:
This correction MDR is being filed to add the component code for the power supply assembly, as it was not until this was also replaced that the grounding failure was gone from the pump. Probable cause for the failure is component failure of the power supply assembly. Refer to: (B)(4).

Event description:
Intuvie received a report that the infusion pump failed the ground resistance test, measuring 0.248ohm. The acceptance criteria for this test is < 0.1ohm. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report that the infusion pump failed the ground resistance test, measuring 0.248ohm.the acceptance criterion for this test is < 0.1ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause is a component failure; a power filter has been ordered for replacement. The investigation conclusion remains undetermined pending post-repair verification. Reference to complaint # (B)(4).

Event description:
Intuvie received a report that the infusion pump failed the ground resistance test, measuring 0.248ohm.the acceptance criterion for this test is < 0.1ohm. No patient involvement was reported.